Manufacturer narrative:
The additional proglide device referenced is being filed under separate medwatch report number. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the device was retracted until tactile sensation of the foot was felt against the vessel wall; however, a flow out of the marker lumen was still visible. It should be noted that the proglide instructions for use (IFU), states: if marking does not stop or significantly change, evaluate the angiogram for femoral artery size, calcium deposits, tortuosity, disease and for location of the puncture (ensure footplate is not in bifurcation or side branch). Reposition the device to stop blood marking or reinsert the wire, remove the device to hold manual compression or insert a new sheath. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with two proglide device were attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to endovascular aneurysm repair (evar) procedure. Reportedly, brisk pulsatile flow was visible, the device was retracted until tactile sensation of the foot was felt against the vessel wall; however, a flow out of the marker lumen was still visible. When the plunger was pulled and removed, the sutures came out of the vessel, with two proglide devices. The sheath was upsized to an 18fr and the evar procedure was completed. A cut down was performed to sutures the artery closed and achieve hemostasis. Hospitalization was reportedly prolonged as a result of the cut down. No additional information was provided.